Manufacturer narrative:
The device was not returned to the manufacturer. However the device was evaluated onsite by nidek filed service engineer (fse). Device was evaluated for proper function. Aiming beam/yag coincidence was checked. Yag offset focus shift and treatment energy output was verified. System was operation at all settings. On visual inspection fse observed that the oculars and objective lens were dirty. The clinical specialist reviewed service record of the yc-1800 sn: (B)(4) and confirmed that the preventive maintenance was performed in the year 2012. As per the fse device needed routine maintenance, cleaning and calibration as a preventive measure nidek field service engineer also discussed the correct settings, offset functions and other controls of the laser with the doctor. No patient injury was reported so patient information is not available. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint from the customer on (B)(6) 2015. Doctor reported that during the use of the yc-1800 sn: (B)(4), the aiming beam appeared to be out of focus. No patient injury was reported at that time.